Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, the coupling would not disengage from the attachment device, there was component damage, the locking mechanism was stiff/stuck, the device was leaking air, and the mode switch resistance was too low. It was further determined that the device failed pretest for check the attachment coupling, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check power with power test bench, and check for air leak. It was noted in the service order that the engine of the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.